Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that although an arm was punctured, the puncture site was changed to a leg as a guiding catheter did not advance. Therefore, the sheath used was an axcelguide (6fr, 90cm, medikit). The axcelguide was withdrawn and successfully removed along with a radifocus guidewire. Then, the angio-seal device was used. After the angio-seal device was inserted into the sheath, the end of the device was pulled about 1 cm to be fixed. When the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the entire device was withdrawn. Bleeding was noted and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The estimated blood loss is was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required.